Event description:
Device 3 of 5. Reference MFR report: 1627487-2012-04773. Reference MFR report: 1627487-2012-04774. Reference MFR report: 1627487-2012-04776. Reference MFR report: 1627487-2012-04777. The pt received four leads and one extension with different lot numbers. It was reported, the pt had turned her stimulation off because the stimulation was stronger on one side of her body than the other. The pt reported, the issue began after an epidural injection. The sjm rep attempted to reprogram the system but was unable to regain full coverage. It was reported a lead had invalid contacts. F/u identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.